Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported a leak between the inner and outer cannula after it was inserted in the pt. The customer reported that they have new ventilators and they are slightly more sensitive than their previous ones and they are alarming when the tube leaks. They are concerned because staff that stand at the top of pt near the head are exposed to the gas that is being leaked out of the tube during longer operations.